Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation proportional valve step during testing. The device's active exhalation module was replaced on the device. After the part was replaced on the device, the repair, alarm, and battery test were performed on the device, and it was found working properly. The device was cleaned.